Manufacturer narrative:
The batch record review for radiesse (+), lot: a00117280, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch: a00117280) and no similar events were noted. Assessment by merz: no precise information was provided on injection site, injection date and event onset date so a local and temporal relationship can only be assumed. Injection site inflammation (serious) and injection site edema (serious) are expected based on the current valid argentinian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). In this case the information provided is quite sparse and further event details were not provided. Based on the wording, the events persisted and recurred which is why conservatively a permanent damage cannot be excluded. Causality for the events is assessed as possibly related to the treatment with radiesse (+) based on assumed local and temporal relationship. This case is considered serious with the serious events injection site inflammation and injection site edema because a permanent damage cannot be excluded.

Event description:
Case description: this spontaneous report was received from an argentinian physician and concerns a 55-year-old female patient. The patient was injected intradermally and supraperiosteally with a total of 7.5 ml of radiesse (+). Batch number was reported as a00117280 (expiry date: 30-jun-2025). The batch record review was received and the lot number for radiesse (+) was confirmed as a00117280 (expiry date: 30-jun-2025). A lot search in the global safety database was conducted. Medical history included that she was a smoker. She was not previously injected with radiesse (+). On (B)(6) 2024, after the radiesse (+) injection, the patient experienced a lot of inflammation on the face, with intense periocular edema lower eyelid predominance. It evolved well initially with treatment with oral corticosteroid, but episodes of edema were repeated. At the time of the report, there was marked flaccidity in the lower eyelid as a result of intense inflammation of the area. The outcome of the events was reported as resolved with sequelae.